Event description:
It was reported that the customer's infusion set broke while out of town. Customer treated high blood glucose with manual injection. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.